Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision due to lead high impedance. The patient is doing well post procedure. The explanted devices were not available for return.